Event description:
It was reported that during a hepatectomy procedure, the device could not be released and was eventually released manually. It was replaced with a new device. It was locked out at the second firing and another cartridge was used to complete the case. There were no adverse consequences to the pt. All devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.